Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited t-wave oversensing and pacing inhibition. Upon review, technical services (ts) stated that there was left ventricular (lv) pacing inhibition due to lvpp. Ts suggested a new patient-initiated interrogation (pii) or have the patient seen in clinic for evaluation. This device remains in service. No adverse patient effects were reported.